Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage on bipolar yaw pulley to be related to the customer reported complaint. The instrument was found to have thermal damage at the base of one of the grips on the bipolar yaw pulley. The yaw pulley exhibits localize melting. Electrical continuity test was performed and passed. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.094 - 0.141" in length and were not aligned with the tube axis.

Event description:
It was reported that during central processing, the customer found that the distal tip of the maryland bipolar forceps (mbf) instrument had melting/thermal damage. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that there was no indication of an arcing issue. There was no indication of energy issue when the mbf instrument was used previously. The issue was identified in central processing. No patient harm and no patient demographic information was available.